Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use a dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. Hemostasis was achieved with the clip. A venous sheath was present during the catheterization procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.